Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m159410 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m159410 and test base part number 190-430 / lot m159410. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot m159410 showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 3. The initial test performed on (B)(6) 2021 generated positive results. Repeat testing on the same day generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference manufacture report numbers: 1221359-2021-03133, 1221359-2021-03135, 1221359-2021-03136.